Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed software error detected alarm, line number 459 and file ID 32000. Unable to determine the root cause per r&d. No the motor arm cannot communicate with the main arm alarms noted during testing.

Event description:
The customer reported via phone call the insulin pump had a software error detected alarm and the motor arm cannot communicate with the main arm alarm. The customer¿s blood glucose level was 245 mg/dl. Customer was able to complete pump rewind. The troubleshooting was performed. Explained the insulin pump will need to be replaced. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.